Manufacturer narrative:
It was reported that at the beginning of a sternotomy procedure a piece of the bone wax broke off into the surgical site. Reportedly, the surgeon was required to remove the bone wax from the surgical site via an unidentified method. The patient was under general anesthesia at the time of the incident. The procedure did not last longer than expected and the patient did not require additional anesthesia to complete the procedure. No impact to the patient reported. No impact to the procedure reported. No sample was returned to the manufacturer for evaluation. No additional information was provided to the manufacturer. Due to the need for medical intervention to remove the bone wax from the surgical site, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that at the beginning of a sternotomy procedure a piece of the bone wax broke off into the surgical site.